Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred during bolus. The customer's blood glucose was not impacted. During troubleshooting with tandem technical support, a system check performed indicated that the occlusion was in the cartridge. The customer was advised to change out the cartridge. The customer stated to have recently switched insulin and had use different vial as well as multiple boxes of cartridges.

Manufacturer narrative:
D1, d2b.